Manufacturer narrative:
Surgical intervention occurred. Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implant date of this pump was unknown as it was implanted at another hospital. The estimated replacement indicator (eri) on (B)(6)2017 was noted as 17 months which would estimate the implant date of 2012. As a result of the stall, the patient experienced withdrawal symptoms and an audible alarm on (B)(6)2017. The pump logs provided from (B)(6)2017 indicated the pump delivered morphine 8.0 mg/ml at a dose of 4.3837 mg/day, clonidine 150.0 mcg/ml at a dose of 82.19 mcg/day, and bupivacaine 25 mg/ml at a dose of 13.699 mg/day in simple continuous mode. These logs also confirmed the (B)(6) 2017 motor stall at 18:20 with no indication of recovery. The motor stall issue was resolved with a pump replacement on (B)(6)2017. At this time, the pump could not be found and it was questioned if it was discarded. The representative did not remember if it was returned and had no information of the date or carrier. There was no trace of the pump in the hospital.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in belgium who received morphine 8,0 mg/ml at a dose of 4,3837 mg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2017 a motor stall occurred. A restart was tried by the physician without success. As reported, it was unknown if there were any environmental, external, or patient factors that contributed or led to the event. At the time of the report, the issue was unresolved. The product status was listed as implant and out-of-service. Surgical intervention did not occur and it was unknown if it was planned. The patient status at the time of the report was unknown. Patient symptoms were not reported. No further complications were reported/anticipated.